Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including removing it from case and trying to charge it, while pump continued to blink red and vibrate periodically. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping details, provided instructions for storage mode and returning problematic pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.